Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one of the drawer modules had both drawers not functioning during refill. A field service engineer (fse) reseated all cables to rule out connection issues, but the problem persisted. The drawer module controller showed power but no status or sensor light emitting diodes (leds). A working module controller from a previously scrapped drawer was installed as a temporary replacement. The drawer 3.2 controller board was also replaced due to a poor retractor band header connection that could have caused the band to pull out during drawer operation. Tested and customer verified the drawer functionality. Additionally, the fse identified that the barcode scanner mat was loose and secured it properly and verified that the barcode scanner cable connection was secure and inspected the zebra printer. The printer was not powered on due to a loose connection at the power brick and once reseated, the printer powered on successfully, with no queued print jobs and correct configuration confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were completely missing from the unit as options and were off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.